Event description:
A malfunction alarm was reported on the tandem pump by the customer, identified as malfunction 199. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction recurred.